Manufacturer narrative:
Additional information was added to h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "coring" was observed in an exactamix non-vented, high-volume inlet during total parenteral nutrition (tpn) compounding using sterile water for injection (swfi) and 70% dextrose. It was confirmed that the compounded tpn bag "reached a patient; however, no information was provided to confirm whether the bag was administered to a patient¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3 event date : march 2026. D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.